Event description:
It was brought to my attention after dr. [Redacted name] case yesterday, that the disposable towels he was using were shedding during the case. I verified with the circulator in the room that they did infect used the disposable towels that do not shed, but it appears they do. Is there another brand we can look into getting? Towels used in urology procedure were leaving behind microscopic lint (which surgeon could see while using the microscope). Md was worried about this and the lint being left behind in the wound. Manufacturer response for surgical towel, surgical towel (per site reporter) similar reports in maude.